Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation due to stress urinary incontinence and abnormal uterine bleeding. The patient underwent concurrent procedures of dilation and curettage, hysterectomy and endometrial ablation.

Manufacturer narrative:
It was reported that due to recurrent infections the patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2011. (B)(4).